Manufacturer narrative:
Testing of actual/suspected device (10): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp and upon review of the iabp log files, observed catheter restriction alarms. The fse noted that the iabp unit behaved correctly when it went into standby during a catheter restriction alarm. The fse tested the balloon on the iabp unit and pumped overnight to make sure no catheter restriction alarms occurred. The fse then returned to find out that the customer had returned the unit back into service. The fse examined the logs and there were no catheter restriction alarms within the logs. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) kept going into standby with what was described as a "weird alarm" the customer had not heard of. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated fields: e1(site country), h6(type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) evaluated the iabp unit and found that issue reported is catheter restriction alarm causing pump to go standby. The fse put a test balloon on the machine and pumped overnight to make sure no catheter restriction alarms occurred. Fse did not hear back from the customer to see if the machine was still pumping the next morning. Fse returned to the account at a later date, and the customer had put the machine back into service. I examined the logs and the machine had not been used since I tested it, and no catheter restriction logs were in the logs. Machine passes pm and pumps on a test balloon with no alarms. Returned for clinical use.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) kept going into standby with a weird alarm they have not heard of. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.